Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went into the emergency room (ER) with a blank liquid-crystal display (lcd) screen. The green pump symbol was lit, and the pump was still running. The doctor exchanged the system controller successfully. Per the patient report, there were red heart alarms, but nothing was visible on the controller screen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of display on the system controller (serial number: (B)(6)) was unable to be confirmed. No log files or images were submitted of the event, nor was the system controller returned for analysis. Multiple good faith effort (gfe) attempts were made to acquire more information regarding the patient, root causes for the blank screen, and if any log files would be sent as well as if any product would be returning to abbott; however, there was no response received. The root cause of the reported event was unable to be determined. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ overviews the system controller display and addressed how to properly interpret and troubleshoot all system visual and auditory alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including performing self-tests to ensure that all visual and audio indicators function as intended. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.